Event description:
During troubleshooting with manufacturer, it was discovered that the device had segments missing on the display. No adverse event reported. Requested return of suspect device and replacement was sent.